Event description:
A (B)(6) female pt contacted zoll customer support to report a code 101 - av messaging corrupt. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 101) was confirmed. As rec'd, the monitor would not power on properly. The cause of the code 101 and inability to power on properly is corrupt programming. The cause of the corrupt programming is an intermittent pld ic. The root cause of the intermittent pld cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.